Event description:
It was reported a patient underwent a valve replacement procedure on (B)(6) 2022 and suture was used. It was reported that the problem of pulling off suture needle happened during chest closure in surgery. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Were x-rays performed to localize the needle? No. Was the needle removed from the patient? Yes. Procedure name?--valve replacement. Device return status?--for the moment the device could not be shipped back due to covid-19. Evaluation: a photo was received for analysis. No product was returned. This is an analysis of three photos submitted for review. During the visual analysis the following was observed: the first photo shows four detached needles. The second photo shows five detached needles in an aluminum container. The third photo shows a paper foil with the qr code and product data. Based on the photos reviewed, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Note: events reported on mw# 2210968-2022-04920, mw# 2210968-2022-04921, mw# 2210968-2022-04922, mw# 2210968-2022-04924. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/2/2022. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned product determined that one empty overwrap packet and four detached needle of product code m650 were received. This product code is multi-strand and required four strands single armed per packet. The visual assessment of the needles noted that the swage and attachment area were observed as expected. The barrel hole of the needles was examined under 20x magnification, and remnant of suture was found. In addition, the suture was not returned for evaluation to determine the assignable cause. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. No conclusion could be reached as on what caused the reported complaint. As part of quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Seven unopened samples of product code m650g were returned for analysis. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during evaluation. A functional test was performed, and the pull force result was above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Reported events: mw# 2210968-2022-04920, mw# 2210968-2022-04921, mw# 2210968-2022-04922,mw# 2210968-2022-04924.